Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017 - device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, the pump was returned and moisture was observed behind the display lens. Unable to duplicate the blank display complaint, the pump powered on to clear and legible display. Review of the black box showed no history of an eaw related to this complaint. The battery compartment was found to contain evidence of moisture. A leak test was performed and failed due to a display lens leak. The pump was opened, and moisture was observed in the interior of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).